Manufacturer narrative:
(B)(4). An actual sample was available at the plant for an evaluation. A visual inspection revealed that the set was partly filled with white solution. An attempt was made to flush the solution from the set by connecting air pressure at 0.56bar, however the solution didn't flush. The air pressure was increased to 1 bar and the solution flushed from the set. The set was attached to a viaflo bag filled with sodium chloride. The chamber was primed, but solution was not flowing. The solution was stopping at the chamber level, therefore, the reported problem was confirmed. However, the precise root cause was not identified, because the nutrivex filters used on this code are purchased from an external supplier. Furthermore, baxter shall keep monitoring these events during quality reviews. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of an infusion administration set that had a blockage during priming. There was no patient involvement or medical intervention necessary. No additional information is available. This is report 1 of 6 of the same reported problem from this facility.